Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient presented to the site, the patient had repaired their driveline. A manufacturer's representative removed the patients repair and observed a crack on the outer sheath and performed a driveline sheath repair per specifications. Driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed 1 low flow alarm logged on (B)(6) 2018. This is an additional observation not related to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, and/or poor vad filling. No other alarms were logged within the analyzed period. On-site inspection of the driveline cable revealed a crack in the outer sheath, confirming the reported event. Visual evidence also revealed discoloration of the outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.